Manufacturer narrative:
.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable device . The indication for use was non-malignant pain. The patient reported that they had been overdosed in the past.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.